Event description:
Revision surgery- the tibial modular stem was broken in two.

Manufacturer narrative:
On (B)(4) 2012 an agent informed djo surgical that a revision surgery took place on (B)(6) 2012 involving a broken modular tibial stem. The primary surgery was performed on (B)(6) 2012, giving the explanted device a time in-vivo of less than three months. The outcomes attributed to this event are hospitalization - initial or prolonged. There was no information in this complaint about any patient activities, accidents, or medical contraindications that may have contributed to the tibial stem fracture. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was returned to djo surgical for examination. A review of the device history records for the revision tibial baseplate and modular tibial stem showed no non-conforming material reports associated with this product. A review of the product complaint report history shows this is the second complaint for this part number due to handling damage to the sterile packaging. A visual examination of the explanted devices indicates that the root cause of the stem fracture was most likely caused by bending fatigue as a secondary effect from cement mantel loosening and tibial plateau collapse. Known causes of tibial component loosening include: tilt in a medial/lateral direction, change in the alignment of the extremity, crack formation at cement-implant interface, third-body wear, compromised proximal tibial bone quality, trauma, improper stress loads, poor cementing techniques, and high rotational constraint. X-ray images provided post operative of the primary surgery suggest insufficient bony purchase to support the tibial baseplate with lucency between the lateral augmentation block and proximal tibial bone.